Event description:
It was reported that the ilet charger did not power or charge the device, with no indicator light when connected to multiple outlets, a brief solid light followed by blinking, and inability to charge an iphone on the charging pad; the user switched to backup therapy with subcutaneous insulin due to the ilet losing power. Symptoms included none reported. Outcomes included no alerts or alarms and transition to manual insulin administration. Investigation included troubleshooting and education performed with the contact, including repeated charging attempts and outlet checks. Investigation of this case revealed a suspected charger malfunction consistent with failure to deliver power to the device and to another consumer device. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.